Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. The returned grasping forceps is a non miltex instrument. This complaint is unconfirmed; non-miltex product. Device identifier: (B)(4).

Event description:
A customer service associate reported in behalf of the customer that on (B)(6) 2019, the 625118 duckbill grasp fcp rot 5mm 35c was locked during a case (not specified) and it would not release causing an unspecified patient injury. It is unknown if there was any medical intervention and a surgical delay. Additional information has been requested.